Manufacturer narrative:
Other text: b5: additional information received and attached from customer via email dated 01-oct-2021: the event occurred during bench test. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was intact. The customer stated problem was duplicated. Speaker beeper failure was found low sound to quiet. Replaced front piezo(speaker beeper main). The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that the sound was low on a smiths medical cadd-solis vip ambulatory infusion pump.